Manufacturer narrative:
Event description: some burning sensation occured, discoloration occurs on post-operative day 2. Dressing was done during post surgery follow-up. The procedure was completed successfully, no surgery delay or prolongation, no surgical intervention required, no adverse consequences for patient. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID:(B)(4).

Event description:
It was reported that patient expressed a burning sensation during the post-surgery follow-up. Due to the burning injury this case is deemed reportable.

Manufacturer narrative:
Additional information is provided in section d10. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d4, d9, and d10.

Manufacturer narrative:
Corrections are made in sections: d1, d2a, d2b, and d4. Additional information is provided in section h6 and h11: investigation results: item 27050g causal device: · breakage of the cutting loop detected. · cause: probably material fatigue and/or mechanical overuse. · age of the instrument: approx. 7 years (date of manufacture 2018). · no thermal damage detected [?] Breakage is mechanical, not thermal. Other items (277, 27050xa, 27050bk, 27050sl, 27050e) not causal for the complaint: all technically inspected and ruled out as not the cause of skin burns. No heat generation possible, no electrical defects found. The reported skin changes (slight burning, discoloration) cannot be attributed to thermal damage caused by the instruments examined. The breakage of the cutting loop (27050g) is likely due to age and wear, not a manufacturing defect. The remaining components are technically unremarkable and not the cause of the complaint. The burning sensation could have been caused by other factors postoperatively (e.g., normal healing reaction, bandage, irritation from surgery), not by a defect in the instruments. The investigation results support the assumption that the cause is not product-related. The complaint is most likely not due to a device defect, but to postoperative circumstances. The only defect found (breakage of the cutting loop) is due to material fatigue after many years of use and is not related to the reported skin change. The event is filed under internal karl storz complaint ID: (B)(4).